Event description:
Additional information reported from the field representative indicated that this lv lead was explanted, as a result of high thresholds, that were confirmed by lead diagnostics. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.